Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the trigger for reverse mode was not working was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that moving parts of the trigger of the device were not moving smoothly. The assignable root cause of this condition was determined to be traced to component failure due to wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that moving parts of the trigger of the small battery drive device were not moving smoothly, and the device would not run. It was further determined that the device failed pretest for check the function of the device and check the power with the power test bench. It was noted in the service order that during an unspecified surgical procedure it was observed that the trigger for reverse mode was not working. It was reported that there was a short delay (time unspecified) in the procedure due to the event. It was reported that an unspecified spare device was available for use and the procedure was successfully completed. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.